Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range (oor) shock lead impedance measurements. Boston scientific technical services (ts) discussed troubleshooting measures. This system remains in service. No adverse patient effects were reported.

Event description:
Additional information was obtained and indicated that this rv lead was surgically capped and was replaced. No additional adverse patient effects were reported.

Event description:
Additional information was obtained and indicated that pocket manipulation and numerous different vector testing were performed and the sli measurements were still oor. A chest x-ray was performed and the physician did not notice any header issues. The patient will undergo a non-invasive programmed stimulation (nips) procedure over a little period of time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.